Event description:
The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch where the customer reported that the item did not work properly. The issue involved the leakage of intralipid from the filter section of the IV line. Additionally, the nurse replaced the leaking IV line, but the second line also leaked from the same section. The incident occurred at 08:00 am during infusion. There was patient involvement, and no human harm was reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage from filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.